Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was on group d and it seemed like it pulsed when they laid down and that it seemed stronger. The patient switched to a different group and it resolved the issue. The patient was on group c and they didn't like it and said it was "something else". When they switched to group b it felt right. No further complications reported.